Event description:
It was reported by service report that the left siderail was not latching. Upon inspection of the unit by the service technician, it was identified that the siderail would not latch properly in the upright position.